Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patients total system was removed in (B)(6) 2017. The patient reported that after removal of the system they still had pain in the nerves on their right side. The patient also reported that their managing physician did not have him on any pan medications and they wanted to learn more about quell. No further complications were reported as a result of this event.